Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 were not detected on the bus. The system was rebooted; however, there was no improvement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of midland odessa a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 4.1 and 4.2 had damaged retractor bands, interface boards and defective controller cards. A field service engineer replaced the retractor band, drawer controller board and module controller board to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.